Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the electronic prostyle instructions for use (eifu), states: do not use the perclose prostyle smcr system is the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1494 - off label use - incorrect anatomy was added to capture the use of the prostyle device in the superficial femoral artery.

Event description:
It was reported that this was an arteriotomy closure of the right superficial femoral artery using a prostyle device after a percutaneous transluminal angioplasty procedure using a 7f sheath. Reportedly, the suture was not attached to the needle when the plunger was pulled back. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.